Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10-sep-2024. The device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and fourier transformed infrared spectroscopy (ft-ir) of the returned device were performed. Visual inspection revealed that one of the splines was slightly bent. Additional examination under a microscope revealed foreign material underneath some electrodes, which were found to be slightly lifted with sharp edges. Results of the ft-ir evaluation revealed that the material in mainly a mixture of polyethylene (pe) and silicone compounds. However, the source remains unknown and it is unrelated to the issue reported by the customer. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The bent spline reported by the customer was confirmed. The potential cause of the bent spline could be related to the manipulation of the device prior to the procedure; however, this cannot be conclusively determined. Based on the manufacturing record evaluation performed and the fact that the customer did not report the foreign material found in the splines, its potential cause cannot be conclusively determined and it could be concluded that the issue occurred after the reported event. Additionally, it is unrelated to the manufacturing process or the issue reported by the customer. The instructions for use (IFU) states the following: always pull the thumb knob of the catheter back before insertion or withdrawal to ensure that the catheter tip assumes its original shape. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: inappropriate material (c0602) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the biosense webster inc. Analysis finding of the ¿foreign material underneath some electrodes¿. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿the tip or splines of the catheter were found bent¿ issue. In addition, biosense webster inc. Analysis finding of ¿one of the splines was slightly bent¿. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the biosense webster inc. Analysis finding of the ¿electrodes were found to be slightly lifted with sharp edges¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav catheter for which biosense webster¿s product analysis lab (pal) identified foreign material underneath some electrodes, which were found to be slightly lifted with sharp edges. Tip/ spline bent. Before the procedure, the tip or splines of the catheter were found bent (no exposed wires). A second device was used to complete the procedure. There was no adverse event reported on the patient. Device was not used in the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 21-nov-2024, observed one of the splines slightly bent. Additional examination under a microscope revealed foreign material underneath some electrodes, which were found to be slightly lifted with sharp edges. The event was originally considered non-reportable, however, bwi became aware of foreign material underneath some electrodes, which were found to be slightly lifted with sharp edges on 21-nov-2024 and have assessed this returned condition as reportable.